Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the front therapy electrode and ECG "a" were severed from the cable connecting ECG "b" and ECG "a" to the front therapy electrode. The root cause for the severed cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that wires were exposed on the electrode belt.